Event description:
An investigation report from an implant retrieval center was received and reported that during examination, the rod would not distract or retract and force testing was unable to be performed. Additionally, it was noted during surface damage grading that there was wear, scratching, discoloration, and mechanical damage. Upon disassembly of the rod, debris was found in the housing tube and presence of a pin fracture there was also a broken magnet, cold-welding between the housing tube and the distraction rod, and the distraction rod was stuck in the housing tube. It is unknown why the rod was removed. No additional information is available.

Manufacturer narrative:
The device was returned to the london implant retrieval centre (lirc); no product was returned to the manufacturer for investigation. A root cause was unable to be determined with the information provided. A review of the DHR documents indicates the device was manufactured by the specified requirement at the time and met all the required inspections upon release to finished goods.